Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 1,250 mg/dl. The customer collapsed and was taken to the hospital. He was administered insulin drip. The customer was wearing his insulin pump at the time of the emergency room visit. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with operating currents within specification. Insulin pump passed self-test, unexpected error test, displacement test and basic occlusion test. Unable to prime insulin pump during prime test due to faulty force sensor. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched display window.